Event description:
The customer reports that the tip of the device broke while first fitting and no consequences for the pt. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). Investigation is ongoing.